Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed: image problem in addition, new damages/defects were observed: blurry image and a failed leak test. Based on the results of the investigation, the information obtained from this complaint did not lead to the identification of the cause of the occurrence. A definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had image problems. There were no reports of patient harm.